Event description:
It was reported the patient presented for implant procedure. During surgery, the atrial leadless pacemaker (lp) failed to separate from the delivery catheter. The lp was removed and a different lp was used to complete the procedure. There were no patient consequences.